Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis, dysmenorrhea, irregular menstrual cycle and menstruation frequent. Concomitant products included ibuprofen since (B)(6) 2018 for adenomyosis and medroxyprogesterone acetate (depo provera) from (B)(6) 2018 to (B)(6) 2019 for birth control and adenomyosis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), endometriosis ("endometriosis"), vaginal haemorrhage ("abnormal bleeding( vaginal)"), abdominal pain upper ("pain lower stomach and cramps") and abdominal pain lower ("pain lower stomach and cramps"). The patient was treated with surgery (hyst. (Partial),salping. (Bilateral) (interpreted as partial hysterectomy and bilateral, cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, female sexual dysfunction, dyspareunia, menorrhagia, fatigue, endometriosis and vaginal haemorrhage outcome was unknown and the abdominal pain upper and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal, apareunia, dyspareunia (painful sexual intercourse),menorrhagia (heavy menstrual bleeding),fatigue,endometriosis. Current weight 137 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58.96 kgs. Imaging procedure - on (B)(6) 2014: bilateral occlusion. Bilateral occlusion slightly peripherally located. Tubes were blocked. Concerning the injury reported in this case, the following once were described in medical records: dyspareunia, menorrhagia, pelvic pain in female. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received- new events abnormal bleeding( vaginal) and pain lower stomach and cramps were added. Concomitant drugs, medical history were added. Patient's weight was added. Reporter¿s information was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B94876) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage and miscarriage. Concurrent conditions included adenomyosis, dysmenorrhea, irregular menstrual cycle and menstruation frequent. Concomitant products included ibuprofen since (B)(6) 2018 for adenomyosis and medroxyprogesterone acetate (depo provera) from (B)(6) 2018 to (B)(6) 2019 for birth control and adenomyosis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), endometriosis ("endometriosis"), vaginal haemorrhage ("abnormal bleeding( vaginal)"), abdominal pain upper ("pain lower stomach and cramps") and abdominal pain lower ("pain lower stomach and cramps"). The patient was treated with surgery (hyst. (Partial),salping. (Bilateral) (interpreted as partial hysterectomy and bilateral, cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, female sexual dysfunction, dyspareunia, menorrhagia, fatigue, endometriosis and vaginal haemorrhage outcome was unknown and the abdominal pain upper and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal, apareunia, dyspareunia (painful sexual intercourse),menorrhagia (heavy menstrual bleeding),fatigue,endometriosis. Current weight 137 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58.96 kgs. Hysterosalpingogram - on (B)(6) 2014: bilateral occlusion. Bilateral occlusion slightly peripherally located. Tubes were blocked.. Concerning the injury reported in this case, the following once were described in medical records: dyspareunia, menorrhagia, pelvic pain in female. Lot number: b94876, manufacturing date: 2013-11, expiration date: 2016-11. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-aug-2020: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B94876) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage and miscarriage. Concurrent conditions included adenomyosis, dysmenorrhea, irregular menstrual cycle and menstruation frequent. Concomitant products included ibuprofen since (B)(6) 2018 for adenomyosis and medroxyprogesterone acetate (depo provera) from (B)(6) 2018 to (B)(6) 2019 for birth control and adenomyosis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), endometriosis ("endometriosis"), vaginal haemorrhage ("abnormal bleeding( vaginal)"), abdominal pain upper ("pain lower stomach and cramps") and abdominal pain lower ("pain lower stomach and cramps"). The patient was treated with surgery (hyst. (Partial),salping. (Bilateral) (interpreted as partial hysterectomy and bilateral, cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, female sexual dysfunction, dyspareunia, menorrhagia, fatigue, endometriosis and vaginal haemorrhage outcome was unknown and the abdominal pain upper and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal, apareunia, dyspareunia (painful sexual intercourse),menorrhagia (heavy menstrual bleeding),fatigue,endometriosis. Current weight 137 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58.96 kgs. Hysterosalpingogram - on (B)(6) 2014: bilateral occlusion. Bilateral occlusion slightly peripherally located. Tubes were blocked. Concerning the injury reported in this case, the following once were described in medical records: dyspareunia, menorrhagia, pelvic pain in female. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received. Reporter information updated. Other relevant history and lab data updated. Lot number newly added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and endometriosis ("endometriosis"). The patient was treated with surgery (hyst. (Partial), salping. (Bilateral) (interpreted as partial hysterectomy and bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, female sexual dysfunction, dyspareunia, menorrhagia, fatigue and endometriosis outcome was unknown. The reporter considered abdominal pain, dyspareunia, endometriosis, fatigue, female sexual dysfunction, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal, apareunia, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), fatigue, endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reporter event "injury" was deleted and new events pelvic pain, abdominal pain, apareunia, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), fatigue, endometriosis added and reporter information, patient details were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.